Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta. The issue then was resolved and the pump ran without issue to the rest of the case. No other issues were found on the logs. The root cause of positioning issue was most likely patient condition related since the patient had a small ventricular size. D6b explant date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp was implanted in a patient with acute myocardial infarction/cardiogenic shock. When the patient's foley catheter was adjusted the pump came out of appropriate position within the left ventricle. The left ventricle is small and as such the position was still shallow, but the pump was not replaced. The patient remained on support.